Event description:
It was reported that the device had exhibited post-sensed t wave over-sensing via a review of remote transmission. Programming changes were discussed but not made at this time. The patient was asymptomatic.